Event description:
The customer stated, that insulin leaked past the o-rings into the reservoir compartment. The customer stated, she used the reservoir for about twenty-four hours before she noticed the leak. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.